Event description:
A malfunction alarm was reported on the pump, with no notable events occurring prior to the malfunction. There was no reported adverse impact to the customer. Technical support instructed the caller to continue using the pump and to call back if the malfunction code recurred, which the caller acknowledged and understood.